Manufacturer narrative:
Brand name: unknown/ not provided. Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If explanted; give date: n/a. The lens remains implanted. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Surgery dates: od (B)(6) 2018. Bcdva (best corrected distance visual acuity): 20/16. It was reported that a female subject was experiencing halos, glare, starbursts, light sensitivity, pain and streaks of light after implanting multifocal iol (intraocular lens) on her affected eyes. She had also difficulty driving at night and was even seeing rings during the day. However, the subject is still deciding if she wants the lenses to be explanted. There was no patient injury reported and no surgical intervention was required. No additional information provided. This report pertains to right eye (od).

Manufacturer narrative:
Additional information: information received that the clinical study was un-masked and the product identifiers were provided. As a result, the following fields have been updated. Brand name: tecnis synergy. Model number: zyr00. Serial number: (B)(4). Catalog#: zyr00u0235. Expiration date: 11/2/2022. UDI number: (B)(4). Date received by manufacturer: 11/16/2018. Device manufacture date: 11/2/2017. The initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zyr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined to be not MDR reportable. No further information will be provided for this event under MDR number 9614546-2018-00886. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.